Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that a lead safety switch was triggered due to out of range pace impedance measurements on the right atrial lead. During a follow up no abnormal values were evident. The device was reprogrammed to bipolar configuration and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that a lead safety switch was triggered due to out of range pace impedance measurements on the right atrial lead. During a follow up no abnormal values were evident. The device was reprogrammed to bipolar configuration and the patient will continue to be monitored. No adverse patient effects were reported.